Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: ventilator does not resume the ventilation after the use of the suction tool.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: ventilator does not resume the ventilation after the use of the suction tool.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the most likely scenario is that the user set the device on standby since it didn`t immediately resume ventilation after the finished suctioning maneuver. The user`s intention was probably to restart the ventilation. The device worked as intended and therefore, a user error is the most likely root cause. On site the expiratory membrane was re-positioned and the calibration routine was carried out. In view of the investigation the correction performed has no connection to the assumed root cause. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - additional information: field h11 & h6 was updated with full information.

Event description:
The following was reported to hamilton medical ag: summary: ventilator does not resume the ventilation after the use of the suction tool.